Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated there was a pacing issue. Suspect there was a programmer session at the same time telemetry strips were collected, and the pacing spikes appearing at odd intervals could be a reflection of testing that was done during the session.

Event description:
It was reported that surface electrocardiogram tracing from the implantable pulse generator (ipg) device showed pacing artifacts that seemed unrelated to the patient¿s rhythm. The physician suggested that ringing could be a problem, given the large amplitudes of the wave forms. Telemetry strips from that same time period showed the spikes appeared at odd intervals and could be reflective of some of the testing that was being done. The scenario could not be replicated upon checking the patient, however there were some occasions where pacing spike artifacts occurred on the hospital monitor with patient movement. The physician decided to reprogram the device to reduce sensitivity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.